Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a patient was on the impella 5.5 for hemodynamic support. During support, it was reported that blood tinge purge fluid was leaking back into the purge filter and out around the red plug. Purge pressure was running around 350 and the flow was between 18-25 milliliters. The patient was eventually weaned and explanted.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Purge leak - pump: clinical details state that blood-tinged purge fluid was leaking back into the purge filter and out around the red plug. Purge pressure was running around 350 mmhg and flow was between 18-25 ml. Product was returned and evaluated. There was blood-tinged fluid residue in the red handle. There was also a puncture hole in the catheter found within 1 cm of the motor housing. The catheter jacket was removed and there was a puncture in the purge tubing just under the puncture mark found on the catheter. When purging the returned pump, there was purge fluid confirmed to be coming out of the puncture in the purge tubing. Data log review showed purge pressure dropping from 450-500 mmhg to around 350 mmhg about an hour into the case. Purge flow also increased from 10-15 ml/hr to 20-30 ml at this time. On day 4 of the case, purge pressure slightly increased and purge flow decreased below 20 ml/hr for the remainder of the case. The cause of the pump purge leak was damaged purge tubing as a puncture was found in the purge tubing inside the catheter just above the motor housing of the returned product. Product damage (hole in catheter): the failure mode product damage (hole in catheter) was added because a hole in the catheter was found on the returned product. Clinical details state that blood-tinged purge fluid was leaking back into the purge filter and out around the red plug. The pump was implanted with a direct aortic approach. Product was returned and evaluated. There was blood-tinged fluid residue in the red handle. There was also a puncture hole in the catheter found within 1 cm of the motor housing. Clamp marks were also found between the 16 -30 cm catheter markings. The cause of the hole in the catheter was most likely use-related as a puncture hole was found in the catheter just above the motor housing, which led to blood to ingress through the catheter to the red handle. D9 device returned to manufacturer date added.